Manufacturer narrative:
Added information to section h10 (related report numbers). Updated section b4 (date of this report) and g3 (date received by manufacturer). Corrected data: the corrections were for the initial submission for medwatch MFR # 2015691-2024-04582 with a report date of jun 14, 2024. References (B)(4) mentioned in the initial medwatch (b5 - describe event or problem) are corrected to MFR report number 2015691-2024-04582 and 2015691-2024-04584 respectively. The related report number (2015691-2024-04584) is now included in the corresponding block h10.

Event description:
As reported, before use in patient with these two fogarty embolectomy catheters (medwatch# 49297 and medwatch #49298), the balloon was damaged. There was no allegation of patient injury. The devices were available for evaluation. As per product evaluation of these catheters, the balloon latex appeared deteriorated and the edges did not appear to match up at the tears. The patient demographics not provided due to hospital privacy policy.

Manufacturer narrative:
The fogarty embolectomy catheter was received for evaluation. During the evaluation, the balloon latex appeared deteriorated. Multiple cracks and tears were evident on balloon latex. Both balloon windings were intact. The edges of latex did not appear to match up at the cracks and tears. No other visible damage was observed on the catheter body or stylet. Further evaluation was performed by the engineers in the manufacturing site. There are controls established in the manufacturing processes to detect the condition of the balloon, as balloon visual and inflation inspection and the final inspection. Furthermore, the IFU contains instructions regarding the packaging and its storage conditions. Based on the available information, there is no evidence that supports or confirms the failure mode is associated to a manufacturing/design defect. The root cause for this event could not be established. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as part of this monthly review.